Event description:
The customer reported that she got real sick and not using the insulin pump anymore. Customer stated that her health care provider thought the insulin pump was malfunctioning due to she got really sick. Health care provider stated that diabetic can be controlled by needles so she was removed from insulin pump. Customer stated wanted to know options on what to do with her insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).